Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation of the pacemaker revealed that the right ventricular pacing lead had a low and out of range bipolar impedance, and a low unipolar impedance. The pacemaker was reprogrammed to address the issue, and the patient will continue to be monitored. There were no patient consequences associated.